Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial procedure occurred in 2006 in which the physician placed a taxus express2 2.75x20mm drug eluting stent to the mid circumflex (cx) artery. Five months later, the patient presented with in-stent restenosis and the physician placed another taxus express2 2.75x20mm drug eluting stent successfully. No patient complications were reported. Additional information regarding this event has been requested.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8130426 found that the device met its material, assembly and product specifications, at the time of release to distribution.